Event description:
In 2001 - a dental implant was placed in tooth location #26. Four years later the abutment screw broke inside the implant. In 2005 - the implant was removed from the patients mouth. In 2006 - the clinicians assistant was contacted. She stated the patients implant was removed because the abutment screw had broken inside the implant and could not be retrieved. The patient was seen post-operative in 2005 and was doing fine.